Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture was noted. The lead configuration and outputs were reprogrammed with acceptable measurements. Boston scientific technical services (ts) recommended a chest x-ray to assess the system, however one was not performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.